Event description:
The lead was returned with no information. A database search by serial number shows the patient implanted with this device had expired. The death happened on (B)(6) 2011 and implant of the lead was (B)(6) 2000. The lead has tested out of specification. Follow up has been inconclusive in a search for the cause of death. The physician has said that no abnormalities were expected and they have no record of a possible malfunction. No allegations, complaints, or previous contacts regarding the lead have been made.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested and not yet made available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation was breached cut.